Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the tail of the premade suture loop was passed through the second splice created with the suture threader and had partially been backed out of the splice. Per surgical technique, the long tail without the premade loop is to be passed through the splice with the suture threader to create the loop locking mechanism. Due to the incorrect tail being passed through the splice, the tightrope will not function correctly.

Event description:
On (B)(6) 2022 it was reported by a sales representative via email that an ar-1588tn-21 tightrope ii abs mechanism would not function. The tightrope would shorten as the tail was pulled but any counter resistance would cause the tightrope to open and the tail to slide into the mechanism. The sutures were cut and a new one used to complete the case. This was discovered during an acl reconstruction on (B)(6) 2022.